Event description:
A patient experiencing inaccurate erratic results with a one touch basic meter. The patient's blood glucose results were 4.3mmol and 7.7 mmol (back to back). Tests were done within 5 minutes with a difference of 50.24%. Patient did not experience any adverse events.